Manufacturer narrative:
(B)(4). Date sent: 3/18/2021. D4: batch # u5d98g. H6: component code: mechanical(g04). Investigation summary: the analysis results found that one plee60a device (b) was returned with the anvil bent upwards and without reload present. Furthermore the anvil knife slot was noted to be damaged. No functional test was performed due the condition. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event is 2021. Event day and event month were not reported. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the echelon powered gst anvil bubbled while the knife blade was advancing. It was believed the knife went off it¿s track while delivering staples and that is when the ¿bubbling¿ occurred. Staples were delivered about half way up the reload until the malfunction occurred. The staples that were delivered formed correctly. There was no difficulty opening the device. There was no patient consequence reported.